Event description:
On (B)(6) 2022, the customer alleged to medela llc that the suction on her pump in style max flow was low and she developed mastitis and was prescribed an antibiotic. Additionally she alleged that used was using multiple pumps but felt that it was the max flow that caused the mastitis. The customer also indicated that she has developed mastitis with every pregnancy.

Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including confirming no milk backup had occurred; verifying correct kit components were being used and washed according to our instructions for use; verifying the correct kit components were being used and verifying that the tubing was not being washed or dried on the pump. The troubleshooting did not resolve the issue. A replacement device was sent to the customer and return of her original pump was requested for testing/evaluation. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The device was returned without the customer's parts and accessories; therefore, it was evaluated with a medela lab kit on 03/15/2021. Human milk residue was found on the housing, the aggregate (internal motor & pump assembly), chassis, manifold and solenoid. The eccentric motor shaft is out of spec. The customer's report of low suction was confirmed. Based on the results of our internal investigation (reference number (B)(4)),it cannot be definitively concluded that the pump caused or contributed to the customer¿s mastitis. The estimated incidence of mastitis in lactating women, whether using a breast pump or not, according to published clinical literature can be as high as 33%. In fact, clinical guidelines suggest the use of a breast pump to facilitate withdrawal of breast milk during bouts of mastitis. The complaint rate of mastitis across all reported failures, across all medela breast pumps, is 0.008% for the period of january 2013 to august 2017. Mastitis is usually a benign, self-limiting infection with few consequences for the suckling infant. The risk of mastitis is higher among women who have breastfed previously, especially those with a history of mastitis. Riordan & wambach, 4th ed. P. 294: breastfeeding and human lactation. However in this case, the mother¿s mastitis required prompt medical attention for pain relief and prescription antibiotics to avoid progression to overwhelming sepsis.